Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient had an accident and fell on their pacemaker. Following the fall, it was noted that there was oversensing observed on both the right atrial (ra) and right ventricular (rv) leads. The patient is pacer dependent, so the physician opted to explant the entire system. A new system was successfully implanted. No additional adverse patient effects were reported.